Event description:
There was a report of an altitude alarm with the pump, causing insulin suspension. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to gently clean the speaker holes and reconnect the pump¿s cartridge, which resolved the issue after waiting for a few minutes. The pump resumed normal operation, and the customer was given tips to prevent future altitude alarms.